Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date rec'd by MFR is unknown.

Event description:
It was reported that during the use of the product, a "no message" alarm went off. No patient injury was reported.